Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured mainly routine events up to (B)(6) 2025 at 14:00 which showed a pump off event lasting about three seconds. It appeared that the pump stop button was pressed on the monitor briefly stopping the device, then resumed operation. It was additionally communicated that the patient passed away on (B)(6) 2025 after being transferred to hospice care. No further details were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direction correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed an intentional pump stop event; however, a specific cause for this event could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025. The file captured an intentional pump stop event (B)(6) 2025 at 14:00:35 with associated low flow hazard and lvad off alarms. The pump stop event lasted approximately 4 seconds, following which, the pump resumed normal operation. The pump appeared to function as intended at the stored patient speed prior to and immediately following the intentional pump stop event. No other notable events or alarms were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction", lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The system monitor section of the IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.